Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nose irritation, dizziness, headache, hypersensitivity, nausea, vomiting, and allegation of asthma (new or worsening). There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer¿s investigation is ongoing. A follow-up report will be submitted when the manufacturer¿s investigation is complete.¿

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nose irritation, dizziness, headache, hypersensitivity, nausea, vomiting, and asthma (new or worsening). Medical intervention was not specified. Update: section b: adverse event/product problem: changed to "product problem". Section h: type of reported complaint: changed to "product problem". Health impact grid: changed to "no health consequences or impact".

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nose irritation, dizziness, headache, hypersensitivity, nausea, vomiting, and asthma (new or worsening). Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device serial number provided in the complaint detail information was reported as (B)(6) . H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nose irritation, dizziness, headache, hypersensitivity, nausea, vomiting, and asthma (new or worsening). Medical intervention was not specified. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.